Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hysteroscopic myomectomy for uterine fibroids procedure on (B)(6) 2025 and a suture was used. During the suturing process, when the first stitch passed through the uterine muscle layer, the problem of the suture pulling off the needle happened and could not be used. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: received information as following from sales rep stating to please refer to the event description, other information requested is unknown. The following information was requested, but unavailable: - were there patient consequences? If yes, please explain. - it was reported that the event date is april 3, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this time variance in the reporting of this file? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.